Event description:
Affiliate reported that the patient received a valve and a MRI. It was reported that the valve was never adjusted before. It was also explained that the child was not sleeping well through the night. The MRI recognized that the patient had enlarged ventricles. An attempt was made to adjust the valve, however it was unsuccessful. It is not known if the valve was correct or not before the MRI. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.